Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that approximately two months post implant of the lvad, the hospital suspected this "terminal" pt had a possible clot in the pump. It was reported that the pump telemetry displayed on the system monitor indicated "low flow", pump stoppage with the pump speed at 0 rpm, variable pi levels and pump power spikes of 23-30 watts. The pump sound was reportedly form humming to dragging. The pt's heparin dosage was lowered due to prevent gi bleeding. The pt was pulsatile with a systolic blood pressure of 60 and was not responsive. The pt's condition had progressively declined and the hospital did not believe the pt was a candidate for a pump exchange. Additional information provided indicated that the pt ultimately expired (not device related) and the pt's family refused autopsy.

Manufacturer narrative:
The attached user facility report was received from the (B)(4) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.